Event description:
It was reported that a patient with a history of aortic valve stenosis and dyslipidemia underwent an implant procedure involving the evolutfx-29. The procedure was conducted without acute complications. Postprocedural complications included complete heart block (chb) with cardiocirculatory arrest, which were associated with the placement of a temporary pacemaker. The investigator assessed these complications as probably related to the device. The patient had been receiving ongoing treatments with beta-blockers, statins, and other medications. An electrocardiogram conducted prior to the procedure showed an abnormality of first-degree atrioventricular block (avb I). A pacemaker was implanted two days after the initial procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.